Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead (model 4196) would not stay in place. The lead was not used. No further patient complications have been reported as a result of this event.